Event description:
During a laparoscopic low anterior resection, colostomy placement, left salpingectomy the surgeon requested the vessel sealer for removal of the fallopian tube and an error code that stated the 'blade was exposed', a new vessel sealer was opened and the case continued without further incident.